Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding an I-stat troponin cartridge that yielded a potential false positive result on a patient. On (B)(6) 2011, the following results were obtained: 2.47 ng/ml on the I-stat (lot# t11054), 2.43 ng/ml on the I-stat, same sample (lot# t11075), 4.97 ng/ml on the siemens vista (spun down, ran plasma). Patient was sent to cath lab for balloon procedure based on ctni 2.47. Physician is questioning all results because the cardiac cath did not show signs of a positive troponin result. The customer feels that heterophile antibodies are a strong case for the observed issue after discussions with the pathologist. Based on the information available, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). Cartridge lot information provided on (B)(4) 2011: lot #: t11075, manufacture date: 03/16/2011, expiration date: 10/14/2011.